Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was isolated to the lead-1 pulse wire being pinched, causing the ECG ¿c¿ to not be recognized. The root cause for the pinched wire was excessive force. There was no adverse event that resulted from the damaged belt.